Event description:
In 1999 pt underwent arthrodesis of left big toe utilizing a small fragment semitubular plate. Follow-up xray demonstrated fracture of the plate at the arthrodesis site. In 1999 pt had plate removed and the application of an external fixator.